Event description:
It was reported that an infusion set cannula was bent and the patient experienced high bg event and received treatment that is insulin via pump on (B)(6) 2026.

Manufacturer narrative:
E1: name: (B)(6). Country: united states of america. Address (B)(6). Based on the available information, this event is deemed to be a serious injury complain. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.